Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification and expiry date; manufacture date. This report is number 2 of 4 MDR's filed for the same event (reference 1825034-2014-00639 and 02725 / 02727).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on dec 19, 1973. Patient underwent revision procedures on (B)(6) 1983 and (B)(6) 2003 due to unknown reasons. It was further reported patient underwent a femoral revision procedure on (B)(6) 2003. Subsequently, a revision procedure was performed on right hip (B)(6) 2009 due to acetabular cup loosening and pain.